Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were related to circumstances of the procedure. Based on the reported information, the difficulty encountered was related to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified distal right superficial femoral artery. During retrieval of the emboshield nav6 embolic protection system, the filter got stuck in the artery due to a large calcium deposit. A clinically significant delay was reported as a cut down surgery was performed to manually remove the filter. There was no adverse patient sequela reported. No additional information was reported.